Event description:
It was reported by the patient that the pod's pink slide did not move forward indicating a needle mechanism failure. The blood glucose levels reached 315 mg/dl while wearing the pod longer than 48 hours. It was also reported that the cannula came out the infusion site (back).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The pod was received fully deployed with the needle retracted. The soft cannula measured the correct full length according to specification and did not appear damaged. The download data shows the pod was received in pod state 15, completing 689 pulses, 47 of which were in first prime, indicating the pod was deactivated by the user. Investigation of the fluid path and needle mechanism found no issues that would cause a dislodge or needle mechanism failure. Inspection of the bottom housing and environmental seal found no evidence that the needle deployed into either. The device was reset back to the not deployed position. Rotation of the ratchet gear caused the pod to deploy normally after being reset. The exact cause of the reported dislodge could not be determined.